Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. The cartridge was reloaded in an attempt to resolve the issue, however, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was successfully resumed. Customer¿s blood glucose level was 246 mg/dl.